Manufacturer narrative:
As reported in a research article, spontaneous closure of patent ductus arteriosus in preterm babies after failed attempts at transcatheter device closure. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Literature attachment: article title: spontaneous closure of patent ductus arteriosus in preterm babies after failed attempts at transcatheter device closure.

Event description:
The article "spontaneous closure of patent ductus arteriosus in preterm babies after failed attempts at transcatheter device closure" was reviewed. The article presented a case study of a 5-week old male, born at 28-week gestation, weighing 1.26kg with history of cornelia de lange syndrome. A hemodynamically significant patent ductus arteriosus (pda) was observed on echocardiography. The patient also had perimembranous ventricular septal defect partially covered by pseudoaneurysmal tissue and mild valvar pulmonary stenosis with a peak gradient of 25mmhg. The pda was a type f hockey-stick-shaped pda on angiography with a minimum diameter of 4mm. A 5mm by 2mm amplatzer piccolo occluder was implanted. On release, the device embolized into the main pulmonary artery (mpa). Attempts to retrieve the device using a goose-neck snare were complicated by a moderate pericardial effusion requiring pericardiocentesis. A sternotomy was performed due to recurrence of pericardial effusion, and a perforation in the right ventricular outflow tract was repaired. The following morning, the pda had closed on echocardiogram, and the embolized device was at the junction of the mpa and the left pulmonary artery (lpa) with mild lpa stenosis. At the 17-month follow-up, the device remained at the mpa/lpa junction, the lpa stenosis was trivial, and the pda remained closed. The article described a total of three cases of transcatheter closure of pda in preterm infants where the closure was unsuccessful, but the pda closed spontaneously in the following days after the transcatheter attempt. The article concluded that further studies were required to determined whether mechanical stimulation of the pda by the wire is a useful alternative therapy in this patient population. [The primary and corresponding author was dr. Ahmed deniwar, division of pediatric cardiology, mcgovern medical school, university of texas health science center, houston, texas, USA, with corresponding email: deniwar.ahmed@gmail.com].

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. D4: the UDI number is not known as the lot number was not provided. Literature attachment: article titled " spontaneous closure of patent ductus arteriosus in preterm babies after failed attempts at transcatheter device closure. "